Manufacturer narrative:
Evaluation of the returned swiftpac coils (swiftpac) confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact but showed sign of compression, the pull wire was slightly retracted inside the pusher assembly distal tip, the embolization coil was detached and not returned for evaluation. If the swiftpac is manipulated against resistance, damage to the pet lock may occur causing the pull wire to retract and embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks on the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the arteriovenous (av) fistula artery using swiftpac coils (swiftpac), penumbra coil 400s, pac400 coils, non-penumbra coils, a microcatheter, and a guidewire. During the procedure, the physician successfully placed two non-penumbra coils, two swifttpac coils, two penumbra coil 400s, and three pac400 coils into the target location. While advancing the next swiftpac, the swiftpac unintentionally detached within the microcatheter. The microcatheter containing the detached swiftpac was removed. The swiftpac was removed from the microcatheter outside the patient. The procedure was completed using a non-penumbra coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.